Event description:
The customer reported a loss of audio. Speaker malfunction inop confirmed the problem. No patient harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A followup report will be submitted upon completion of the investigation.